Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).